Event description:
The contact stated she tested her blood glucose using the customer's meter and received a reading of 73mg/dl. She retested within 10 minutes using her breeze meter and received a reading of 354mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The contact did not allege any adverse events. The customer declined to participate in any troubleshooting. No test strip information was obtained, and no product will be returned for evaluation.